Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for pneumonia, ketones, and high blood glucose levels, with a blood glucose reading over 400 mg/dl. The customer stated that she had a bent cannula from her model mmt-397 quick-set infusion set. The customer also stated that she was very lean. Nothing further was reported.